Event description:
It was reported that a catheter revision took place on (B)(6) 2012. The reason for the revision was not provided. Patient symptoms and outcome were unknown at this time. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported the patient never had dilaudid in her pump, only clonidine and morphine sulfate. The patient was given oral dilaudid, but never intrathecally.

Manufacturer narrative:
(B)(4).

Event description:
The patient was seen on (B)(6) 2012 for a pump refill. The patient had constant pain in her neck, low back, and both upper and lower extremities. Her pain was rated 8/10 on a 0-10 pain scale. The patient was awakened by the pain. She had pain with her first steps in the morning. The pain was helped by the intrathecal medication. The pain was exacerbated by everything. The patient also had musculoskeletal weakness, fatigue, a decrease in range of motion, an unsteady gait, tenderness on cervical and lumbar paraspinous muscles and vertebral tenderness at the midline cervical region. The patient had been feeling "good" ollowing her pump revision (see manufacturer's report # 3004209178-2015-07349). However, several days later she began feeling ill which she correlated with changing the dosing of her methadone. During the refill, the expected volume was 5 ml; 30 ml was removed from the pump. After visualizing the pump under fluoroscopy and after withdrawing the excessive volume of 30 ml, the decision was made to schedule the patient for a catheter revision. The catheter appeared to be intact from what was visible during fluoroscopy.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information later received reported that there was no documentation available to the reporter that stated exactly what the catheter issue was so the reporter was unable to provide the exact issues or the location. There were no segments left in the intrathecal space not in use and no other actions were taken beyond the revision.